Manufacturer narrative:
Device eval summary: device eval of monitor was unable to baseline, upon investigation it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. There is no evidence that the open resistor caused or contributed to the patient's death, as the monitor was able to detect and successfully treat a ventricular fibrillation arrhythmia. Review of the patient's ECG recording strips also revealed what appeared to be an external defibrillation applied after the lifevest conversion, which is consistent with the reported hospital setting. The root cause for the open resistor cannot be positively identified, however, the probable external defibrillation applied while the patient was wearing the lifevest likely caused driven ground to short, resulting in the open r781 resistor.

Event description:
During eval of a monitor associated with a patient death, a reportable problem was discovered. The monitor failed incoming testing. There is no evidence to suggest that this failure caused or contributed to the patient's passing, as the patient received one appropriate treatment from the lifevest which successfully converted the patient's arrhythmia. The lifevest treatment was then followed by a probable external defibrillation which likely caused the incoming test failure.